Event description:
It was reported that patient experienced scarring, numbness and extreme discomfort from the spinal cord stimulator (scs) device. The patient was hospitalized where patient was intubated. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, e1, and h6. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported through social media that the patient experienced scarring, numbness and extreme discomfort from the spinal cord stimulator (scs) device. It was noted that the device was not helping. The patient also experiencing pain at the incision site where she has a scar. The patient states she was hospitalized and intubated. No further information was provided.